Event description:
On (B)(6) 2007, while in the ER someone file a false claim against pt having degenerative back disk disease. Pt end up having back surgery. During surgery, she was given 9 doses of reglan and 11 doses of optimark. Pt was released with a back brace, was unable to walk or talk right. Currently have nerve damage, chronic pain, and kidney issue. Medical report stated pt was a very fine specimen and (B)(6) is chief responsible for pt admissions and for pt outcome after back study. Medical report also stated surgery might not uphold a legal charge. Pt is seeking direction for testing in regards to bmp 2 and immune system damage.